Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, and the issue with the cgm error code was resolved as the caller successfully started their sensor session without further errors.